Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted (B)(6)2009. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. A lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated sensing integrity counter and non-sustained tachycardia episodes. The rv lead was noted to have a drop in pacing impedance and varying impedance. The lead was confirmed to be fractured and was explanted and replaced. It was also reported that during the explant procedure for the rv lead, the right atrial (ra) lead dislodged. It was decided that the ra lead would not be replaced and the device was programmed to vvi40 mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.